Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer's insulin pump was alarming. Customer's mother gave the phone number for customer and customer was contacted to complete troubleshooting. Customer's blood glucose was 117 mg/dl. He is on manual injections due to the device's alarm. The insulin pump was frozen. Customer could not clear the alarm. After inserted a new battery, the device started alarming but the display was blank. The device failed the self test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.